Event description:
It was reported that a patient received a system error 2240 (air in line/set) during use of the homechoice machine. According to the report, the patient stated that this occurred during an unspecified cycle. There was no patient injury or medical intervention reported in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number - (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.